Event description:
It was reported that a user¿s libre 3+ failed to display data on ilet after a scan, resulting in pairing failure that was addressed by rescanning the sensor after restarting the ilet and completing troubleshooting and education; the issue aligned with an intermittent communication failure involving the electrical/magnetic subsystem and antenna of the cgm interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, consistent with intermittent communication failure and implicating antenna-related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.